Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose reading was over 500 mg/dl. Customer advised they were hospitalized with diabetic ketoacidosis. Customer advised they do not trust the insulin pump and was told by a diabetes educator to not use it. Customer advised during a bolus for food their blood glucose would not react or it would take a while to react. However, when using manual injection the blood glucose would drop. Troubleshooting for high blood glucose levels was performed but not completed. Customer declined to check for air bubbles stating they have made sure there were no air bubbles, customer tried a new vial of insulin and they have changed their complete set. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.